Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000185 pos assy mfov det kit svc o2 bi71000444 rotor crtl box amc d10/h3: parts have returned for analysis though analysis has not been completed. H3: the system was serviced in the field and the system showed error initializing collimator, and would boot into standalone mode. They removed the cover from collimator and found that the gear wheel on the top blades was not making contact. They replaced the collimator, but symptoms did not change. They replacing the mfov drive assembly but the new part was missing the optical switches. The factory shipped these and they were replaced. Symptoms still did not change. The source and mfov drive were both homing, but the collimator blades never moved, and source and mfov homing process would begin again. They ordered and replaced the rotor motion controllor. Collimator blades moved, but initially the lower set of blades failed to close completely, and got stuck. They took the collimator apart, inspected and re-assembled. On boot up, homing passed, and the system successfully booted to 2d mode. Completed testing/calibrations, and completed system checkout. The system was performing as intended. Codes 10, 180 and 4307 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5/e3: initial reporter occupation provided h3: the collimator was returned to the manufacturer for analysis. The collimator was analyzed and no failure was found with this part. Codes associated with the collimator: fdr 213, fdc 67 h3: the positioner assy was returned to the manufacturer for analysis. The positioner was analyzed and no failure was found with this part codes associated with the positioner: fdr 213, fdc 67 h3: the rotor was returned to the manufacturer for analysis. The rotor was analyzed and no failure was found with this part. Codes associated with the rotor: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Don is the lead surgical rt.

Manufacturer narrative:
Concomitant medical products: kit svc bi710 00168 collimator w dyn fltr. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that upon bootup of the system, it stated "error initializing collimator". They could see the detector moving, but the light from the tube was not moving. No patient was present.